Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer, guided by technical support, removed cartridge, inspected o-ring, cleaned pneumatic area, ensured cartridge was fully attached, and then followed on-screen steps to reload; customer successfully completed load process and resumed insulin delivery, and no additional issues were reported.